Event description:
We have received a report indicating that a home hemodialysis patient had "blood leak" during treatment. It was verified that there was an internal blood leak that occurred after speaking with the patient's mother. At that time, no additional information was provided on the event. Additional information was received on september 02, 2010 from the clinic. The rn from (B)(6) hospital had reported that this patient was hospitalized on (B)(6)2010 and received blood on (B)(6). Reportedly, it was learned, that the reason for admission was an access site infection. The patient received intravenous treatment with antibiotics. Currently, this patient has been discharged as of the (B)(6). It is reported that the patient has recovered. Companion samples are available for evaluation. Of note: in speaking to the nurse, it was identified that it is normal for this patient to receive a transfusion usually occurring 1 to 2 times per year and the nurse had stated that "perhaps this transfusion was given due to the infection" and that "the body does not respond to epo as well". The nurse also reported that the patient has an extensive medical history and is severely disabled. The nurse was not able to confirm if the internal blood leak caused or contributed to this event.

Manufacturer narrative:
(B)(6)